Event description:
Video connector for maquet servoi ventilator breaks at the ventilator causing the ventilator screen to go blank. Broken pins from the connector get stuck in the video cable. Cable is easily tangled with the air and o2 hoses which share the same relative space. Cable and connector are very hard to attach and reattach causing more strain on the connectors than needed. We have had 3 incidents of this in the last six months. Manufacturer has heard of the problem but does not consider it a common problem. Dates of use: 2007.